Event description:
It was reported that after the successful placement of the bd nexiva¿ closed IV catheter system in the vein, the needle would not retract, and was difficult to remove from the catheter meant to remain in the patient. The following information was provided by the initial reporter: "nurse went to place an IV on a patient prior to a procedure. After venous access was obtained, the needle would not retract and was difficult to remove from the catheter that was to remain in the patient."

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed non-related qn was initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the successful placement of the bd nexiva¿ closed IV catheter system in the vein, the needle would not retract, and was difficult to remove from the catheter meant to remain in the patient. The following information was provided by the initial reporter: "nurse went to place an IV on a patient prior to a procedure. After venous access was obtained, the needle would not retract and was difficult to remove from the catheter that was to remain in the patient."